Event description:
Right mediastinal chest tube was removed. The upper half remained in the pt. X-ray verified that the portion of the tube remained in the pt. The chest tube was removed by the surgeon. There was moderate resistance met, then the outer portion of the tube just released.